Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis manifested by abdominal pain. The breach was further described as due to the patient's age and their caregiver might have made it difficult for them to follow the techniques. The patient was hospitalized at the onset of symptom and was treated with an unspecified antibiotics for the event. Five days later, peritonitis diagnosis was confirmed and a new unspecified antibiotics was prescribed. At the time of this report, outcome, action taken with pd therapy, and patient retraining on aseptic technique were not reported. No additional information is available.

Manufacturer narrative:
The cause of this peritonitis was use error reported to be due to a break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.